Event description:
The end user reported one case of wound break down to the point of the patient having to have the implants removed completely. Another breast augmentation case where the suture spit completely out from the skin intact. Multiple cases of just overall redness and irritation along the incision site.

Manufacturer narrative:
An exact lot/item number was not provided. No samples or photos were provided for review. A review of the device history record/sterility record could not be performed. If samples, photos or pertinent details become available at a later time they will be tested/reviewed and the results will be included in the file. A follow-up report will be submitted at that time. The ¿actions¿ section in the IFU for this device states ¿progressive loss of tensile strength and eventual absorption of monoderm¿ (pga-plc) synthetic absorbable sutures occurs by hydrolysis. Absorption begins as a loss of tensile strength followed by a loss of mass. In vivo studies demonstrate that monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of monoderm¿ device is essentially complete between 90 and 120 days. Spitting of suture material can result from placing the material too superficially. The suture size, type, depth, and technique utilized for each specific procedure can be an important factor in determining an exact root cause for this type of event. Without receiving lot and item code information, details regarding the preoperative preparation of the devices, patient specifics, patient¿s health history, procedure performed, time frame (implantation to requiring intervention/removal of implants), the placement and health of the tissue or the surgeon¿s technique, a definitive root cause cannot be determined at this time.